Manufacturer narrative:
A review of the subject device history records (DHR) confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: 01-dec-2016 . A review of the system's historical service records revealed that the system was installed at the user facility on 08-feb-2017. The system had its last annual preventative maintenance, performed by a lumenis-certified service engineer, on 04-sep-2018; the device was cleaned, aligned, and calibrated according to specifications & configurations established by the manufacturer. Although the reported incident occurred on (B)(6) 2018, lumenis was only made aware of the event on 04-dec-2018 at which time the facility opened a service call requesting lumenis to come inspect the system. The facility acknowledged that the laser system had been used and was running fine since the reported event. A lumenis service engineer visited the site on 06-dec-2018 and inspected the system. The engineer checked the unit and verified full operation. The engineer tested the safety circuit and checked coolant level, and verified that all power settings were well within manufacture settings. Not having found anything suspicious with the laser, the unit was returned to service. Laser system malfunction is not the suspected root cause of the event reported. The complainant was unable to provide information regarding which laser deliver device (fiber) had been used during the reported event. Therefore, the manufacture, lot number, and expiration dates are unknown. Although laser system malfunction is not the suspected root cause of the event reported, a review and analysis of all available information failed to indicate a cause of the reported event. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A user facility reported that during a cystoscopy, ureteroscopy, and lithotripsy procedure in which a lumenis p120 was being utilized to remove stones, sparks were noticed on the screen (cystoscope). The physician moved the guide wire back and continued to lase. Apparently there was a spark on the monitor but there was no wire present. Unable to remove the cystoscope, the physician consulted with other doctors. Eventually, the physician removed the scope and "the scope had a kidney stone and ureter tissue attached to it.. Urine leaked into the patient's body cavity. The outer coating of the scope is missing". As a result, eight centimeters of the patient's left ureter are missing and "the patient had to have several stents placed and left nephrostomy tube placed".